Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) retested it confirm the failure. The fse then retested the original safety disk and it passed the test. So, in order to fix the issue, the fse replaced the drive side safety disk. The fse performed the test with the new safety disk, and it passed. The fse then completed a pm with full calibration, functional testing and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use. The following investigation was performed by a technician of the maquet national repair center (nrc). The nrc received the part with a reported unit failure of membrane leak tests. The technician performed a visual inspection of this part and it was found to be in good condition. The technician installed the safety disk into the cardiosave test fixture and tested to the factory specifications and the cardiosave service manual. The nrc could not verify the failure of membrane leak tests during all manifolds tests. The safety disk passed testing. Retaining the safety disk in the nrc per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit failed membrane testing. There was no patient involvement.